Event description:
It was reported that upon connecting the device to existing leads, the impedance measurements fluctuated wildly for the ra and rv leads (300 ohms to >3000 ohms). Analyzing the leads through the psa found steady impedance measurements. This device was not implanted. A new device was used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.